Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacture or design of the device that contributed to the reported event and is outlined in the instruct ions for use states, ¿remove protective sheath prior to insertion into the nasal chamber.¿

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, the blue sheath of rapid rhino was not removed prior to insertion, producing septal abrasion and exacerbation of epistaxis in the patient. The patient was re-packed and sent home the next day. No further treatment was necessary.